Manufacturer narrative:
Additional information: patient age and date of birth, patient weight, and ethnicity and race: unknown as information was asked but not provided. Date explanted: not applicable as the iol remains implanted. It was indicated that the iol is not being returned for evaluation as it remains implanted, therefore, a visual analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported after implantation into the patient's operative eye the pre-loaded intraocular lens (iol) had a cut in the optic; the cut is not all the way through the lens. The sales representative thinks the plunger is cutting the lens. No surgical intervention is scheduled at this time. The doctor is going to observe patient outcome. The iol is not being returned as it remains implanted. No further information is available.